Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the customer was provided with four drain bags and a large number of freedom male external catheters, but had no instructions. It was stated that male external catheter was too sticky and the customer had problems getting it off. It took an hour to get it off and it caused a lot of pain. It was also stated that the urine did not appear to be draining into the bag . Representative discussed positioning of bag below the bladder level and how gravity is essential. Also discussed exercising the sides of the bag apart before connecting to male external catheter. Advised against blowing into the bag. The customer noted that they could try changing out the bag to see if that assist. They also noted becton dickinson's suggestion for male external catheter customers is to wrap a warm wet compress around penis to allow adhesive to soften, sit in a warm bath for a few minutes or obtain adhesive remover. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be ¿mechanical failure". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that the customer was provided with four drain bags and a large number of freedom male external catheters, but had no instructions . It was stated that male external catheter was too sticky and the customer had problems getting it off. It took an hour to get it off and it caused a lot of pain. It was also stated that the urine did not appear to be draining into the bag . Representative discussed positioning of bag below the bladder level and how gravity is essential. Also discussed exercising the sides of the bag apart before connecting to male external catheter. Advised against blowing into the bag. The customer noted that they could try changing out the bag to see if that assist. They also noted becton dickinson's suggestion for male external catheter customers is to wrap a warm wet compress around penis to allow adhesive to soften, sit in a warm bath for a few minutes or obtain adhesive remover. No medical intervention was reported.